Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup vvi mode due to multiple flipped bits. The product code could not be downloaded. The device was at end of life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator was in back-up mode. Two attempts to perform a software download failed. The patient is not pacemaker dependent. The device was subsequently replaced.